Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further.

Event description:
It was reported that the patient was unable to enter MRI mode, upon further investigation system diagnostics recorded high impedances on the lead. The patient still had therapy. Surgical intervention took place where the lead was explanted and replaced to address the issue. Therapy was restored.